Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure could be due to operator handling during polysleeve. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the foley catheters were twisted and unusable.